Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that unspecified capture and sensing issues were observed. During an elective battery replacement procedure, the lead was capped and replaced on (B)(6) 2017.